Event description:
Patient revised for pain.

Manufacturer narrative:
No products were returned for examination. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not draw any conclusions about the root cause of the reported pain. Provided information stated patient progressive degenerative joint disease was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.